Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media private message that they had a high blood glucose level that was over 400 mg/dl. No further information was provided. The device will not be returned for analysis.